Event description:
It was reported when the device was taken out of the box, powered on and in the default state opened the battery drawer and then closed the battery drawer, an error code then displayed. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, an error was displayed, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the output assembly had the green and black wires pinched and the display had the red wire pinched twice.

Manufacturer narrative:
Further analysis was performed on the main pcb and the case. Visual inspection revealed the upper case had multiple cracked bosses. Bench analysis found that all tests passed. The log was also analyzed, the unit had a normal power up with no errors, the doo button was pressed and released and then the battery drawer opened. When the super cap voltage was measured it resulted in a "super cap high" error which triggered the displayed error in the next power up sequence. All circuitry was functioning normally. Conclusion: it was confirmed by log analysis that the super cap high error triggered the out of service error, however it was not possible to reproduce the error during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.